Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have the main tube broken. Pieces measuring approximately 0.081¿ x 0.152¿ and 0.128" x 0.179" were not returned with the instrument. The root cause is attributed to mishandling/misuse. A review of instrument log was performed. The prograsp forceps (part # 471093-11 / lot # k11210913-0140) instrument was last used on (B)(6) 2022 on system sk2477 for a nephrectomy procedure. The alleged event occurred on the 3rd use of the instrument. This complaint is being reported due to the following conclusion: during a da vinci-assisted nephrectomy surgical procedure, it was alleged the prograsp forceps tips detached from the shaft. No fragments were seen falling into the patient, however, the surgeon was not sure if there were any microscopic pieces left behind. At this time, it is unknown if any fragments fell inside the patient and if so, if they were retained. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Field is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the prograsp forceps tips detached from the shaft. The cannula had to be removed along with the instrument as it could not be removed on its own. The procedure was completed. On 31-mar-2022, intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following information: the customer did not see any fragments, but the surgeon was unsure if there were any microscopic pieces left behind. No additional procedure was required and no x-ray or ultrasound was performed to check for fragments in the patient. The surgeon thought that the possible cause of the instrument breakage was due to the kidney and the patient being very large, which caused too much pressure on the instrument. The issue was not identified until undocking at the end of the case. The instrument breakage was noted while removing it from the patient. The instrument was inspected prior to use and no issue was identified. There was no issue with the functionality of the instrument noted. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The instrument was not removed prior to breakage. While removing the instrument, the wrist was not straightened because the tip was off the shaft; the instrument would not go through the cannula. The cannula had to be separated from the instrument in sterile processing. No damage to the cannula was noted. The staff noticed that the tip was separated from the shaft of the instrument after the case was completed. It is unknown if there were any fragments that fell inside the patient as a result of the instrument breakage. The patient did not return to the hospital due to post-surgical complications related to a foreign object.